Manufacturer narrative:
Advanced bionics has determined this case to be a duplicate. This adverse event was reported under MDR# 3006556115-2021-01766. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing chronic infection and device extrusion. Revision surgery is scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.